Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6947m-62 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced syncope and presented to the emergency room (ER) with the right ventricular lead not capturing. The threshold was high and varying also. During the lead revision, a stylet could not be advanced into the lead and the helix would not retract. With gentle pulling, the lead was explanted and replaced. It was also noted during the lead revision procedure, that the right atrial lead had an insulation breach. The lead was repaired with medical adhesive and remains in use. No further patient complications have been reported as a result of this event.